Manufacturer narrative:
The technical evaluation of the device involved, received on february 19, 2019, is currently on going. The information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation will be available. As soon as the results of the investigation become available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: 99-gp432ce (eight plate screw 32mm sterile); batch number: m52540; quantity: 1; hospital name: (B)(6); surgeon name: doctor (B)(6); date of surgery: (B)(6) 2018. Body part to which device was applied: lower extremity; correction of angular limb deformities. Surgery description: correction. Patient information: (B)(6), female. Problem observed during: into treatment/post-operative on scheduled device removal type of problem: device functional problem. Event description: "we received a report that the screw broke during the treatment period and the broken pieces remained in the patient's body. The first surgery took on (B)(6) 2016. The surgeon found that the screw was broken at the time of removal operation of the plate and screw. The surgeon could not remove the broken piece of the screw from the patient's bone. The surgeon wants to know why the screw broke". The complaint report form also indicates: the device failure had adverse effects on patient (un-retrieved device fragments). The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: unknown. (B)(4).

Manufacturer narrative:
Technical evaluation: the returned broken screw, received on (B)(6) 2019, was examined by orthofix srl quality engineering department. The screw was subjected to visual check as per orthofix specification. The visual check confirmed the problem notified: the device is broken. The threaded part of the screw is missing. It was not possible to perform a dimensional check of the portion of the screw received. The device was then sent to an external laboratory for the failure analysis and the raw material check. The results of the raw material analysis confirmed that the item is in conformity with orthofix specifications. The results of the technical investigation concluded that the device broke due to torsional overload. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below a summary of the medical evaluations performed. "In this case a 14 year old girl had an eight-plate applied 25 months ago on (B)(6) 2016. The patient had an x-ray recently (date not specified) and was found to have a broken screw. The plate was removed on, I think, (B)(6) 2018. Once again I think that this implant was in situ for too long, and by the age of 16 the epiphyses have usually closed so there is no point in it remaining in place. We need x-rays as you have requested, to understand why this happened. It will be a fatigue failure because this implant was loaded beyond its design criteria. The same conclusions apply in this case as for case (B)(4). The patient will have come to no harm, and was due to have an operation to remove the implant now or earlier. These implants should always be removed after the correction has been achieved. I note that the device had been in situ for a total of 3 years, and the patient is now 16 years. Although the device was no longer performing its original function, because the epiphysis will have closed, it will still have been subject to cyclic movement because of the elasticity of the bone. I note the findings of the technical analysis, but consider that this screw failed because of prolonged cyclic loading, beyond the design criteria of this device, which caused fatigue failure in torsion. As stated before, this device should have been removed sooner, and this would not then have happened". Final comments: the results of the raw material analysis confirmed that the item is in conformity with orthofix specifications. The results of the technical investigation concluded that the device broke due to torsional overload. The medical evaluation performed evidenced as follows: "in this case a 14 year old girl had an eight-plate applied 25 months ago on (B)(6) 2016. The patient had an x-ray recently (date not specified) and was found to have a broken screw. The plate was removed on, I think, (B)(6) 2018. Once again I think that this implant was in situ for too long, and by the age of 16 the epiphyses have usually closed so there is no point in it remaining in place. We need x-rays as you have requested, to understand why this happened. It will be a fatigue failure because this implant was loaded beyond its design criteria. The same conclusions apply in this case as for case (B)(4). The patient will have come to no harm, and was due to have an operation to remove the implant now or earlier. These implants should always be removed after the correction has been achieved. I note that the device had been in situ for a total of 3 years, and the patient is now 16 years. Although the device was no longer performing its original function, because the epiphysis will have closed, it will still have been subject to cyclic movement because of the elasticity of the bone. I note the findings of the technical analysis, but consider that this screw failed because of prolonged cyclic loading, beyond the design criteria of this device, which caused fatigue failure in torsion. As stated before, this device should have been removed sooner, and this would not then have happened". Based on the results of the technical evaluation, which confirmed the device conformity to orthofix specification, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem that occurred is not device related. Orthofix srl continues monitoring the devices on the market. - attachment: [(B)(4)_FDA medwatch cover letter_follow up 1.pdf].

Event description:
The information provided by the local distributor indicates: product code: 99-gp432ce (eight plate screw 32mm sterile). Batch number: m52540. Quantity: 1. Hospital name: (B)(6) hospital. Surgeon name: dr. (B)(6). Date of surgery: (B)(6) 2018. Body part to which device was applied: lower extremity - correction of angular limb deformities. Surgery description: correction. Patient information: 14 years, female. Problem observed during: into treatment/post-operative - on scheduled device removal. Type of problem: device functional problem. Event description: "we received a report that the screw broke during the treatment period and the broken pieces remained in the patient's body. The first surgery took on (B)(6) 2016. The surgeon found that the screw was broken at the time of removal operation of the plate and screw. The surgeon could not remove the broken piece of the screw from the patient's bone. The surgeon wants to know why the screw broke". The complaint report form also indicates: the device failure had adverse effects on patient (un-retrieved device fragments). The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: unknown. Distributor reference number: (B)(4). Manufacturer reference number: (B)(4).